Manufacturer narrative:
This device remains implanted and will not be returned. Therefore, a technical analysis cannot be conducted without a returned device. It is not possible to definitely confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead was a no-capture. This rv lead was programmed off and remains implanted. A new rv lead was successfully placed. No additional adverse patient effects were reported.